Event description:
It was reported that the small battery drive device was not running. It was not reported that the malfunction occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported that there was patient or user injury. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Device evaluation: further investigation determined that the device ran intermittently. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.